Event description:
Customer reported high ma error codes continuing after biomed had replaced the xray controller pcb. Determined that system has a bad x-ray tube. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the xray tube. Completed generator alignments and performed a filament calibration. The system was restored to normal operation and is operating as intended at this time.